Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. Investigation summary : bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had the stopper pop off. The following information was provided by the initial reporter: "it was reported that the stopper is coming off during centrifugation. We have since received new shipment of tubes. The original case was opened with lot 1014036. Apparently this same issue is happening with multiple lots."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had the stopper pop off. The following information was provided by the initial reporter: "it was reported that the stopper is coming off during centrifugation. We have since received new shipment of tubes. The original case was opened with lot 1014036. Apparently this same issue is happening with multiple lots."